Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), pelvic inflammatory disease ("pelvic inflammation"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, multigravida, parity 1, abortion and menometrorrhagia. Concurrent conditions included bloating, abdominal pain and ovarian cyst. Concomitant products included naproxen from 2007 to 2016 and paracetamol (acetaminophen) from 2016 to 2017. On (B)(6) 2004, the patient had essure (ess205) inserted. In january 2005, the patient experienced dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems: depression"). In february 2005, the patient experienced fatigue ("fatigue"). In september 2005, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In february 2006, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"). In march 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 7 years 8 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In november 2013, the patient experienced nausea ("nausea"). In october 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pelvic pain ("chronic pain/ pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("severe back pain/ lower back pain"), migraine ("migraines"), allergy to metals ("nickel allergy"), anxiety ("hormonal changes: anxiety"), embedded device ("migration of essure device in myometrium") and adnexa uteri pain ("right side ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, migraine, allergy to metals, pelvic pain, procedural pain, anxiety, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, embedded device, nausea, fatigue, irritable bowel syndrome, alopecia and adnexa uteri pain outcome was unknown, the pelvic inflammatory disease had not resolved and the genital haemorrhage and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had surgery to remove the essure implant on (B)(6) 2017 and (B)(6) 2017. Following the essure removal surgery, she suffered a painful post-operative recovery. Patient was found to be pregnant. The patient spoke with physician and the hysteroscopy and placement of essure was canceled for (b))(6) 2012. The patient had a miscarriage after having severe abdominal cramping on (B)(6) 2012. Doctor who did a urine hcg, which was negative, and an internal sonogram. The patient had 2 days of vaginal bleeding. Surgery was rescheduled. The patient will be having a hysteroscopy and placement of essure on (B)(6) 2012. Pregnancy and miscarriage were extracted as events from medical record as essure insertion date was (B)(6) 2004 and removal date was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2004: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory test onset date , concomitant drugs were added. Updated suspect drug indication. Added events hormonal changes: anxiety, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems: depression, bladder or urinary problems or changes, migration of essure device in myometrium, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition type: irritable bowel, hair loss, pelvic inflammation, right side ovarian pain. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), pelvic inflammatory disease ("pelvic inflammation"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, multigravida, parity 1, abortion and menometrorrhagia. Concurrent conditions included bloating, abdominal pain, ovarian cyst, anemia since 2016 and fatty liver since 2016. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as naproxen from 2007 to 2016 and paracetamol (acetaminophen) from 2016 to 2017. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2005, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2006, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 7 years 8 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pelvic pain ("chronic pain/ pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device ("migration of essure device in myometrium"), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("severe back pain/ lower back pain"), migraine ("migraines"), allergy to metals ("nickel allergy"), anxiety ("hormonal changes: anxiety") and adnexa uteri pain ("right side ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure (ess205) was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, embedded device, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, migraine, allergy to metals, pelvic pain, procedural pain, anxiety, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, nausea, fatigue, irritable bowel syndrome, alopecia and adnexa uteri pain outcome was unknown, the pelvic inflammatory disease had not resolved and the genital haemorrhage and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, pregnancy with contraceptive device, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had surgery to remove the essure implant on (B)(6) 2017 and (B)(6) 2017. Following the essure removal surgery, she suffered a painful post-operative recovery. Patient was found to be pregnant. The patient spoke with physician and the hysteroscopy and placement of essure was canceled for (B)(6) 2012. The patient had a miscarriage after having severe abdominal cramping on (B)(6) 2012. Doctor who did a urine hcg, which was negative, and an internal sonogram. The patient had 2 days of vaginal bleeding. Surgery was rescheduled. The patient will be having a hysteroscopy and placement of essure on (B)(6) 2012. Pregnancy and miscarriage were extracted as events from medical record as essure insertion date was (B)(6) 2004 and removal date was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), allergy to metals ("nickel allergy") and pelvic pain ("chronic pain/ pain"). The patient was treated with surgery (to remove the essure device). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, migraine, allergy to metals, pelvic pain and procedural pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain, perforation and procedural pain to be related to essure (ess205). The reporter commented: plaintiff had surgery to remove the essure implant on (B)(6) 2017. Following the essure removal surgery, she suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.